Event description:
Thirty six months ago I had the bayer essure birth control coils implanted. (I had a third-party examination that showed that they were implanted correctly.) Since the week they were implanted I have had so many issues that I never experienced before, including stabbing pain in my hips and pelvic areas, cramps, highly irregular periods, dizziness, really painful headaches. I am (B)(6), a non-smoker, a non-drinker, I exercise when I can, and doctors say I have no other health issues. But since the essure, my body is full of pain and I am very disappointed that I was not warned of these complications beforehand!